Event description:
The reporter indicated that a 13.2mm vticm513.2 implantable collamer lens of -13.5/1.5/71 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2018. On (B)(6) 2022, the lens was exchanged for a longer length lens due to low vault with rotation. The problem was resolved.

Manufacturer narrative:
(B)(4).